Manufacturer narrative:
During follow up, customer¿s contact stated that customer¿s bg levels had come down and customer was doing fine. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels (301 mg/dl). Customer treated elevated bgs by administering a correction bolus and changing out supplies. No issues were found during troubleshooting with tandem technical support.